Event description:
The user facility reported a 69-year-old female was implanted with an impella cp device for mechanical circulatory support. The patient developed bleeding at the impella cp insertion site. The patient's activated clotting time (act) result was out of range and as a result, the introducer sheath was removed and perclose sutures were tied. Following deployment of both sutures, the patient still had significant oozing and as a result, protamine was given to reverse the affects of heparin and 45 minutes of manual pressure was held to resolve the bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.